Event description:
It was reported occlusion alarms occurred intermittently. Customer's blood glucose (bg) level was 440 mg/dl. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room. Customer was treated with manual injections and was discharged the same day with the issue resolved and no permanent damage. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.